Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: quality assurance (qat) analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and stent implant. There was contrast on the stent implant. The stent implant was stationary on the balloon between the markers. The balloon was tightly folded. There were two flared struts in the first row of the distal end of the stent implant. There were stretched and flared struts in the seventh and ninth rows of the middle portion of the stent implant. There was no other damage noted to the stent implant. The hypotube was separated 92.5 cm proximal to the guide wire exit notch. The separated portion was not returned. The fracture face was ovaled as if kinked prior to separating. The hypotube jacket was separated at the same location. The material at the separation was stretched and jagged. A new sds was measured side by side with the returned sds, and the separated portion was not returned for a length of 25 cm. There were three kinks in the hypotube 1.5 cm, 50.5 cm and 55 cm distal to the separation. There was no other damage noted to the sds. Product performance engineering reviewed the incident. Qat analysis of the returned product noted blood visible on the balloon, stent and in the guide wire lumen. There was contrast on the stent. This is consistent with prep and the sds advanced over a guide wire into the patient anatomy. The hypotube and jacket material were separated 92.5cm distal to the strain relief tubing, confirming the broken shaft. The proximal end of the separated hypotube was not returned. There was approximately 25 cm of hypotube not returned. The fracture face was oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. There were several kinks in the hypotube near the separation. The patient anatomical conditions were not reported with the case description, which may have aided the evaluation and determination of cause. It is possible the shaft kinked during advancement of the catheter, as no damage was noted prior to use. Further manipulation of the catheter would have contributed to the shaft separating. Analysis noted the stent was stationary on the tightly folded balloon between the markers. There were two flared struts in the first row of distal struts. There were stretched and flared struts in the seventh and ninth rows in the middle portion of the stent. Since this damage was not reported in the incident information, the stent damage may have occurred during the procedure or during packaging, handling and returned to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported shaft separation; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot. A query of the complaint-handling database was performed, and there has been no similar incidents reported for hypotube separations for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported hypotube separation. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units are destructively tested to verify lumen integrity. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that during positioning of the 2.5 x 12 mm rx xience stent delivery system (sds), the proximal shaft broke. No additional event or patient information was available. This is being filed based on the returned product analysis which revealed the shaft to be separated into two pieces.